Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 60 mg/dl on the way to the hospital after correcting for the low. The customer did not provide further information. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be identified. The insulin pump will not be returned for analysis.